Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported inquiry how to set-up account for app. Despite the software product type being linked to the complaint, the investigation found no connection between the customer's reported application and the customer's reported issue. The investigation did not identify the app as the cause of the issue as per customer's complaint was an inquiry on how to set up their account for the app. There is no malfunction with the customer's reported application. Therefore, the reported issue is not confirmed with respect to the customer's reported application. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) application in use on an unknown phone with an unknown operating system and version. The customer inquired about how to install and connect to the librelink app and the steps required to do so. The customer was unable to access the freestyle librelink app due to an incorrect email and password combination. As a result, the customer was unable to monitor glucose readings. The customer experienced dizziness and self-treated with a glass of orange juice. There was no report of death or permanent impairment associated with this event.